Manufacturer narrative:
Visual evaluation of the returned device found that the working length and the distal end was twisted. The cutting wire length was measured and found to meet within specification. Functional evaluation found that the device was able to bow both inside and outside the duodenoscope with no issues. Review and analysis of all available information indicated the most probable root cause for this event was handling damage since manipulation/handling of the device during preparation could have caused the failure reported.

Event description:
It was reported to boston scientific corporation that a jagtome was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the tip of the tome bent when the cutting was bowed, and the wire would not release the bow after being bowed. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number 18966832 could not be matched to the reported device; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome was used in the biliary system during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the tip of the tome bent when the cutting was bowed, and the wire would not release the bow after being bowed. Reportedly, there was no visible damage noted with the device. The procedure was completed with a second jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.